Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/14/2014 with the following findings: the reported keypad-responsiveness issue could not be adequately investigated due to a blank-display issue, which was caused by a moisture ingress event; thus no conclusions could be determined in this regard. The relation of the aforementioned device failures to the reported issue could not be determined, as the reported issue would have to be duplicated to determine such. Visual inspection revealed that the keypad cover was free of damage. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.